Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 15-jun-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that she had a surgical procedure to remove them and it has been hard before and after with the recovery, it has been difficult. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and had a surgical procedure to remove them and it has been hard before and after with the recovery. This event is listed in the reference safety information for essure. In spite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information cannot be pursued (reporter's contact information not provided).

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgical procedure to remove essure") in a female patient who had fallopian tube occlusion insert inserted. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical procedure to remove essure). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to fallopian tube occlusion insert. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Amendment: the report was amended on 24-jan-2019 for the following reason: country of incidence and country of reporter changed to spain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No new follow-up information was received from the reporter. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgical procedure to remove essure") in a female patient who had fallopian tube occlusion insert inserted. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical procedure to remove essure). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to fallopian tube occlusion insert. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.